Event description:
It was reported that during right va stenosis case, the subject guidewire was used as during delivery to super select the vessel, the distal of the subject guidewire was fractured and it was removed from the patient completely . The subject guidewire was replaced with another one to complete the procedure without clinical consequences to the patient. The patient is fine.

Event description:
It was reported that during right va stenosis case, the subject guidewire was used as during delivery to super select the vessel, the distal of the subject guidewire was fractured and it was removed from the patient completely . The subject guidewire was replaced with another one to complete the procedure without clinical consequences to the patient. The patient is fine.

Manufacturer narrative:
D4 expiration date - added d9 product available to stryker/ returned to manufacturer on ¿updated h3 device evaluated by mfg ¿ updated h4 manufacturing date ¿ added there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject guidewire was noted to be kinked/bent. The subject guidewire nitinol tubing was noted to be broken/fractured approx. 193 cm from the proximal end 6. The subject guidewire ptfe (polytetrafluoroethylene) was seen to be peeling approx. 30 cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional inspection was not performed due to the damage noted to the subject guidewire device. The reported complaint was confirmed based on analysis. The subject guidewire device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported during va stenosis case, operator used subject guidewire and while delivering the distal part of the subject guidewire was fractured. Additional information provided by the customer indicated that the subject guidewire device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The subject guidewire device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. During analysis, the subject guidewire was noted to be kinked/bent. The subject guidewire was observed to be fractured approx. 193 cm from the proximal end and ptfe coating was seen to be peeling approx. 30 cm from the proximal end. The reported ¿guidewire torque problem¿ and ¿guidewire friction¿ couldn't be replicated; however, the analysis results are consistent with the reported event. As per additional information the patient's anatomy was severely tortuous, and the returned subject guidewire device was confirmed to be kinked and fractured. It is probable that the subject guidewire device was damaged during navigation and manipulation through the patients anatomy hence, an assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿, ¿guidewire torque problem¿ and ¿guidewire friction¿ and as analyzed ¿guidewire distal tip broken/fractured during use¿, and ¿guidewire kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The ptfe was peeled off at the proximal end, this could be a damage from the torque device provided with the subject guidewire. It is most likely the torque device was not securely fastened causing it to drag down the wire during use, hence an assignable cause of procedural factors will be assigned to the analyzed ¿guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.